Manufacturer narrative:
Device received on (B)(6) 2020. Device evaluation completed on (B)(6) 2020: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly was observed within the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation (B)(4). Devices' photo evaluation completed on september 8 2020: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation primary with a mentor memorygel 400cc silicone prosthesis experienced left sided deflation post procedure. Patient has consulted with a physician and diagnosis is unknown. As a result patient underwent bilateral replacements as follow: left-cat#:3503504 bc, sn (B)(4), and right-cat#:3503504 bc, sn#: (B)(4) on (B)(6) 2020.